Event description:
It was reported the patient was charging more than expected. It was also reported the patient felt a warm feeling at the stimulator pocket. The patient was in good condition at home. The patient was redirected to contact the physician and the manufacturer representative. Additional information has been requested from the hcp, but was not available as of the date of this report.